Manufacturer narrative:
Initial and final (B)(4). Device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set cannula crimped event on (B)(6) 2025 and (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin no further information was available.